Event description:
It was reported that there is a crease in the packaging seal of this sterile product. This problem was noted by our distributor in japan during receiving and inspection. There was no patient involvement, injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the bur and packaging was received for evaluation. An examination of this packaging found a crease in the seal. Further investigation found that this irregularity in the pouch does not allow the package to meet the seal requirement, making the sterility of the product compromised. An investigation for this failure mode remains in process.